Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation was in the closed position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. There were no kinks or damage noted in the basket sheath. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath and basket sheath are detached, minimal adhesive noted on the basket sheath. The handle was disassembled. The cannulated handle is bent 13.5 cm from the proximal end. The basket formation could not be manually actuated. The device history record was reviewed and noted there were two non-conformances associated with the complaint device lot number. The non-conformances were glue, inadequate and basket/grasper will not open/close. Both items were scrapped. Both non-conformances are possibly related to the reported failure, but analysis of the returned device indicates the cause of the issue was sheath damage. The returned device was found to not open/close and minimal adhesive was found on the basket sheath. All devices are 100% checked for functionality. The handle of the returned device was disassembled and it was found the basket could not be functioned manually. This indicates the damaged sheath prevented the basket from opening and the force applied to the handle to open the basket caused the sheath and support tube to separate from the handle. A review of complaint history revealed this complaint is the only one associated with lot number 8138785. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use contains the following precaution, "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the provided information and evaluation, the root cause is undetermined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported a transuretheral lithotripsy (tul) procedure was performed for removal of stones in the patient's kidney and urinary duct. As reported, after the stones were crushed, retrieval of the broken pieces of the stones was conducted using the ncircle tipless stone extractor. The first retrieval was performed successfully. At the second attempt to grab the remaining pieces, the basket would not open or close. Another device was used and the procedure completed successfully. There were no adverse consequences or effects to the patient due to this occurrence. The physician commented that the extractor was not manipulated forcibly, it was used following the instructions for use (IFU). The physician believes the bonding/connection between the handle and the basket wire was poor.